Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the physician noticed that the laser fiber was not working properly and the laser console was making a different sound than normal. The physician removed the laser fiber from the patient and saw a break/kink one inch from the distal end of the fiber. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 3.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. The fiber was fractured approximately 1.5 cm from the distal tip. The fracture was held together by the green coating. There was no damage to the fiber face within sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break of the fiber. As a result effective transmission was not measured. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the physician noticed that the laser fiber was not working properly and the laser console was making a different sound than normal. The physician removed the laser fiber from the patient and saw a break/kink one inch from the distal end of the fiber. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.